Event description:
It was reported that the pt's generator could not be interrogated. It may have been due to problems with the physician's programming sys, but this cannot be confirmed. Attempts for further info have been unsuccessful to date.